Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported after screwing the lead on the implantable neurostimulator (ins), when the lead was tested it was not attached. No factors noted to have led to the event. Troubleshooting was noted as the process was repeated several times with the same result. The ins was replaced and the issue was resolved. No symptoms were reported. The consumer¿s medical history included fecal incontinence. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Correction: additional review indicates this event should have been reported for malfunction not serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found ins setscrew backed out too far. The setscrew was backed out too far and cross-threaded. The setscrew could not be turned back into the connector with the torque wrench. The setscrew was manipulated back into the connector with a hex wrench and was able to be tightened to a lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.